Event description:
It was reported that the pump exhibited intermittent power loss.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. It was also reported that the patient was hospitalized for elevated blood glucose levels, dka and a stomach virus. There is no indication that the pump contributed to this event. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.